Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The metal cannula was received loaded inside the catheter and the suture key was not returned. The metal cannula was removed from the catheter and the suture was found broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the suture snapped. An 8.3 flexima¿ was selected for use. During preparation, outside the patient's body, it was noted that the suture snapped. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the suture snapped. An 8.3 flexima was selected for use. During preparation, outside the patient's body, it was noted that the suture snapped. The procedure was completed with another of the same device. No patient complications were reported.